Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose levels were 400 mg/dl and 356 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer mentioned that they inserted a new set this morning and did not notice that it did not insert on the skin. They treated high blood glucose level with injections. Insulin pump was not on auto mode at the time of incident. The insulin pump will not be returned for analysis.